Event description:
It was reported that the c-arm on the 9800 system when inverted 180 degrees, it will stick and make a noise and is very difficult to move when trying to change the angle. It was reported the operator injured her shoulder slightly.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The flip flop assembly was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.